Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The location of detachment was p-cap. The insertion site was glute. The blood glucose level was 350 mg/dl at the time of event. No further information available.